Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with degenerative mitral regurgitation (mr) and a floppy septum for a mitraclip procedure. During the procedure, an injury or perforation was caused by the transeptal puncture needle which resulted in damage to the posterior wall of the left atrium and subsequent pericardial effusion. The steerable guide catheter (sgc) was advanced within the patient and during trajectory adjustment within the left atrium, hypotension was noted. After the mitraclip was successfully implanted and deployed, the patient deteriorated further and pericardial drainage was required. It is believed that the sgc may have contributed to the damage leading to the pericardial effusion. The final mr was decreased. There was no clinically significant delays reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported perforation, pericardial effusion and hypotension was unable to be determined. The reported patient effect of perforation, pericardial effusion and hypotension, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention, medication required, and hospitalization or prolonged hospitalization was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.